Manufacturer narrative:
Reported event: tka was performed with mako system. To locate femoral array, bone pin was drilled into femoral shaft. Tried to fix bicortically, but couldn't drill inner cortex. Removed bone pin and found tip of the pin broken. Used another bone pin. The tip of the in was remained in femoral intraspinal. Impossible to remove broken piece, so finished surgery without removing it. Update: "please estimate any surgical delay, even if under a minute (or indicate ¿none¿ to confirm there was absolutely no delay): approximately 10 minutes". Product evaluation and results: product inspection was not performed as product was not returned for inspection. Product history review: review of the product history records cannot be conducted as the lot number provided is incorrect. Complaint history review: review of the complaint history records cannot be conducted as the lot number provided is incorrect. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : device not returned.

Event description:
Tka was performed with mako system. To locate femoral array, bone pin was drilled into femoral shaft. Tried to fix bicortically, but couldn't drill inner cortex. Removed bone pin and found tip of the pin broken. Used another bone pin. The tip of the in was remained in femoral intraspinal. Impossible to remove broken piece, so finished surgery without removing it. Update: " please estimate any surgical delay, even if under a minute (or indicate ¿none¿ to confirm there was absolutely no delay): approximately 10 minutes".

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Tka was performed with mako system. To locate femoral array, bone pin was drilled into femoral shaft. Tried to fix bicortically, but couldn't drill inner cortex. Removed bone pin and found tip of the pin broken. Used another bone pin. The tip of the pin was remained in femoral intraspinal. Impossible to remove broken piece, so finished surgery without removing it. Update: "please estimate any surgical delay, even if under a minute (or indicate ¿none¿ to confirm there was absolutely no delay): approximately 10 minutes."